Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Cause of death was not provided. The customer's health care provider (hcp) did not have any specifics regarding the customer's death.